Event description:
A malfunction alarm occurred with the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer switched to multiple daily injections as a backup insulin delivery method, and technical support arranged for a replacement pump to be sent. The customer was instructed on how to put the malfunctioning pump into storage mode and to return it using a pre-paid label within ten days, which they acknowledged.